Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer did not know the blood glucose reading. He stated that the insulin pump had not been dropped or bumped prior to the alarm occurring. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. He was advised that during seating, the force sensor did not detect the reservoir. He was advised to replace the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.